Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that, during a thr surgery, when using a polarstem modular head for 21000662, it broke into a couple pieces. All pieces were retrieved properly. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement surgery, when using a polarstem modular head for 21000662, it broke into a couple pieces. All pieces were retrieved properly. Patient was not injured as consequence of this problem. The device was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing 40 additional complaints over the past 12 months with similar failure mode. Due to insufficient information it is not possible to perform a review of past corrective actions. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. Additional information: d5, d7a, d8, g2, h8 corrected data: d4 (lot number), e1 (initial reporter name), h6 (medical device problem code).